Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the device broke. All pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: break. Probable root cause: inadequate window profile, inadequate welding process (i.e. Plasma, inductive, gluing), improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device broke. All pieces were retrieved and the surgery was completed successfully.